Event description:
Boston scientific received information that approximately five months ago, this pacemaker had a remaining longevity of two years. At the most recent follow-up the longevity remaining was less than six months. No adverse patient effects were reported.

Manufacturer narrative:
The patient will be brought in for additional follow-up in a couple of months. Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device was later returned for analysis. Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Additional information was received that this pacemaker was explanted and replaced due to battery depletion. No adverse patient effects during the procedure were reported.